Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the balloon identified no tears in the balloon material. However, when the device was attached to an inflation unit and an attempt was made to inflate the balloon, a pinhole leak was identified over the proximal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any anomalies which could have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in a first diagonal artery. While attempting to inflate the 2.5 x 12mm apex monorail balloon catheter, the balloon would not inflate. When pulling negative pressure on the indeflator, blood pulled back through the balloon catheter, confirming a rupture. The balloon was removed without incident. No patient complications were reported and the patient's status is good. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in a first diagonal artery. While attempting to inflate the 2.5 x 12mm apex monorail balloon catheter, the balloon would not inflate. When pulling negative pressure on the indeflator, blood pulled back through the balloon catheter, confirming a rupture. The balloon was removed without incident. No patient complications were reported and the patient's status is good. The procedure was completed with a different device.